Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
I went to remove it came out in pieces; tiny pieces; fibers [device breakage] went to an urgent care and they could not remove it because it was in tiny pieces; not able to remove it all they flushed and flushed and still could not remove it all [foreign body in reproductive tract] begin to feel burning down there [vulvovaginal burning sensation] chemical irritation in the vagina; very uncomfortable in the vaginal area; vaginal discomfort. [Vulvovaginal discomfort] case narrative: on (B)(6)2024, a spontaneous report was received from a consumer regarding a 38-year-old white/ caucasian female who was using playtex sport plastic, unscented. (Tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2024, about 30 minutes after inserting the product, the patient began feeling burning "down there." When she went to remove the tampon, it came out in pieces. Subsequently, she went to an urgent care and they could not remove it as it was in tiny pieces. She was sent to the main emergency room, and they were also not able to remove it all. They flushed and flushed but still could not remove it all. She still had fibers inside. A pap smear was performed (results were not reported). She was given a diagnosis of ¿chemical irritation in the vagina with irritation¿ and was prescribed amoxicillin, ketorolac, and clindamycin. They suggested consulting her primary physician, but still she had a lot of burning and was very uncomfortable in the vaginal area (also reported as vaginal discomfort). As of (B)(6) 2024, the status of product use was withdrawn. The consumer had an appointment scheduled for (B)(6) 2024 with her primary physician. No additional information was provided.